Manufacturer narrative:
The unit was returned with no specific complaint. The service technician found the unit to have no audio. This observation was verified and duplicated in failure investigation. The unit was powered on and the post tones were not heard. The unit was then disassembled and investigated. The pins/ leads of the amplifier of the audio circuit were noticed to be bent and touching each other. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This unit is being repaired, and restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the pump for service and did not specify any issue. Upon triage on (B)(6) 2017 the technician found that the unit has no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ no audible alarm¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.